Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer medwatch states: "pt's blood pressure alarm was alarming hypotension - map as low as 45mmhg. Upon entering the room, rn noticed blood on sheets and found the carefusion, tri-fuse extension set broken off. Pt was immediately dropped into a supine position, IV's were rearranged so that medication could begin infusing. Pt regained bp within normal limits within minutes of re-infusing pressors". Although requested, no additional pt or event details were provided by the customer.